Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Cerebrovascular accident (stroke) is listed in the product instruction for use as a potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that post a stenting procedure in the left internal carotid artery, the patient began to experience right sided hemiparesis; weakness in right arm and leg which was treated with medication. A computed tomography (CT) scan showed a tiny left frontal carotid infarct and a high-grade stenosis of left low common carotid artery (lcca). An rx acculink stent was implanted in the left lcca to prevent a major infarct. One day post procedure the patient's symptoms resolved and was discharged five days post procedure. No additional information was provided.